Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnorm. Bleed') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, vaginal odor, stress, mood altered, night sweats and fatigue. Concurrent conditions included headache and dyspnea. Concomitant products included bupropion hydrochloride (wellbutrin), cefazolin and celecoxib (celexa) since 2011. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"), 5 years 11 months after insertion of essure. On (B)(6) 2018, the patient was found to have uterine leiomyoma ("subserous leiomyoma of uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pelvic/ abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), hypothyroidism ("autoimmune diagnosed: hypothyroidism"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type : constipation"), alopecia ("hair loss"), tooth disorder ("dental problems"), hot flush ("hormonal changes describe : hot flashes"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and uterine cervical pain ("cervix pain "). The patient was treated with surgery (ablation and hyst. (Full), salping. (Bilateral),oophorectomy (bilateral),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, female sexual dysfunction, metrorrhagia, genital haemorrhage, psychological trauma, vaginal discharge, fatigue, constipation, alopecia, tooth disorder, hot flush, headache, nausea, visual impairment and weight increased had resolved and the hypothyroidism, uterine leiomyoma and uterine cervical pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypothyroidism, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, uterine cervical pain, uterine leiomyoma, vaginal discharge, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: follow-up 2 and 3 processed together. Pfs received : new events added : "dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, back pain, apareunia, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods),gen. Abnorm. Bleed, autoimmune diagnosed: hypothyroidism, psych injury, bladder/urinary problems: vag. Discharge, fatigue, gi conditions, hair loss, dental probs., hormonal changes, headaches, nausea, vision probs, weight gain". Outcome of events, "dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, back pain, apareunia, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods),gen. Abnorm. Bleed, bladder/urinary problems: vag. Discharge, fatigue, gi conditions, hair loss, dental probs., hormonal changes, headaches, nausea, vision probs, weight gain" were changed to "recovered/resolved". Patient's demographics were added. Patient's information was updated. Product indication updated. Essure removal date was added. Lab data was added. On 20-sep-2019: follow-up 2 and 3 processed together. Pfs received : new events added : "subserous leiomyoma of uterus, cervix pain ".patient's demographics were added. New reporter contact information was added. Patient's information was updated. Lab data was updated. On 26-sep-2019: follow 2 ,3 and follow up 4 processed together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.